Event description:
In 2009, I received the facial filler hydrelle. By the following month, I was admitted to the hospital for 8 days for IV antibiotics. My face -on one side- had this bone like material running along the side of my nose. I have had 3 different boils appear on my face. I am now on antibiotics and steroids. There does appear to be some light at the end of this very long tunnel. Dates of use: 2009. Diagnosis or reason for use: facial filler.